Event description:
Additional information identified that ipg was explanted and replaced. Intra-operative check revealed all impedances within normal range. Therapy was restored post-operatively. Patient is reportedly recovering well.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent unrelated surgery two weeks back and since then the scs ipg was unable to communicate with the external devices and was inoperable. Troubleshooting was attempted to no avail.